Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a vaginal hysterectomy, the device jaws could not be closed. The surgeon opened another device to continue the procedure. The product problem caused the procedure to be delayed longer than 30 minutes. There was no pt injury.